Event description:
During procedure preparation, it was noted that the lead of the helix failed to extend. The lead was not implanted. Another lead was successfully implanted and there were no patient consequences.

Manufacturer narrative:
The reported event of helix would not extend was not confirmed. Visual inspection found the helix to be retracted and clean. The mechanical inspection reviewed that the helix could be extended and retracted within allowable number of turns. Visual and x-ray examinations of the lead did not find any anomalies.